Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  Patient identifier complete entry: sample ID (B)(6). Age at time of event: 61, age units: years. Gender: male. Patient identifier complete entry: sample ID: (B)(6).

Event description:
The customer observed falsely elevated sodium results generated on the architect c16000 for two patient samples, as well as discrepant chloride results for one patient. The following data was provided: sample ID (B)(6) (61-year-old male). Sodium: initial result = 182.7 mmol/l, repeat = 136.6 mmol/l, and 136.7 mmol/l. Chloride: initial result = 69.6 mmol/l, repeat = 102.2 mmol/l, and 102.4 mmol/l. Sample ID: (B)(6). Initial result = 181 mmol/l, repeat = 140 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed several troubleshooting procedures, including replacement of the r1a probe. The instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect (B)(6). Did not identify any trends associated with the complaint issue. A review of historical data did not identify any non-conformances or potential non-conformances associated with the instrument. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(6). For serial (B)(6) was identified.